Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2009, the patient presented for lumbar laminectomy with bilateral foraminotomies, inferior half of l3, all of l4 and l5 and superior third of s1 with bilateral laminoforaminotomies ,l2-3, l3-4, l4-5, and l5-s1. Pre-op diagnosis: lumbar spinal stenosis without myelopathy ; lumbar spondylosis without myelopathy ; lumbar radiculitis. Per op notes, "...local bone was then morcelized after being cleared of all of its soft tissues. It was mixed with 3 large packs of bmp . These were packed in posterolateral gutters." Patient alleges unspecified injury due to the use of rhbmp-2